Event description:
(B)(6) - the consumer stated that the 9805p hydraulic lift during use was lowering prior to being engaged to lower. There was no patient injury reported.

Event description:
(B)(6) - the consumer stated that the 9805p hydraulic lift during use was lowering prior to being engaged to lower. There was no patient injury reported.

Manufacturer narrative:
(B)(4) issued MFR report # 1531186-2012-01025 indicating the manufacturer as unknown. The correct manufacturer is hen yi enterprises.